Event description:
It was reported to boston scientific corporation that an expect slimline (sl) was used during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the needle detached itself from the handle. The needle was successfully removed without damaging the scope or injury to the patient. The procedure was completed with another same device. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle detached. Imdrf impact code f2301 captures the event that an additional device was used to remove the needle. Block h11: the returned expect slimline (sl) was analyzed, and product analysis observed that the working length is kinked. After disassembling the handle, the needle was found kinked and detached inside. The reported event that the needle detached was confirmed. Based on all available information, the technique used could be the reason the working length kinked. When the handle was not grab or secured carefully, the weight of the device itself can bend the working length. Additionally, it can also happen that excessive force was used in grabbing any components of the device affecting the needle. Also affecting the needle is the excessive force used when extending or retracting the needle as seen when disassembling the handle and exposing the needle. Therefore, the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle detached. Imdrf impact code f2301 captures the event that an additional device was used to remove the needle.

Event description:
It was reported to boston scientific corporation that an expect slimline (sl) was used during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the needle detached itself from the handle. The needle was successfully removed without damaging the scope or injury to the patient. The procedure was completed with another same device. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.